Event description:
On event date the end-user called minimed, USA and stated that the infusion set came apart from the tape. On august 6, 2001 maersk medical received the complaint and 1 used infusion set. The near-incident took place in USA.